Manufacturer narrative:
Product complaint # ==> pc (B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colectomy, battery was put into the device and the device was illuminated. When device was inserted into the rectum and attached to the anvil, the device would not fire. The "screen" on the device was not illuminated as it was prior. They finished the procedure by opening another cdh29a. No patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 01/14/2021 d4: batch # u5am68 h6: component code = electrical and magnetic (g02) device analysis: the analysis results found that the cdh29p device arrived with the anvil missing. The breakaway washer was not present, there were staples present and the backlight did not illuminate upon installation of battery, confirming the experience. Upon disassembly, the left battery contact had translucent contaminant which could the conformal coating material that is applied to the pcba. After the contaminant was scraped from the bulkhead contact and battery was installed, the device was powered and functioned as intended. No conclusion could be reached as what may have caused the failure of the device, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.